Event description:
From user facility report: pt on ECMO pump. It stopped for unk reason requiring hand cranking for about 3 mins. Staff noted that the water heater on pump was off also. No alarms initially, although alarms were set and on. Pt's heart rate dropped to the 50's (no intervention required). Pump was restarted and pt back on ECMO. Biomed was notified and at bedside biomed determined ECMO-heater (cincinnati sub-zero model 333w) was connected to the uninterrupted power supply of the ECMO. This caused the ups to overload and turn off. Biomed told the users to plug the heater into red outlet and not into ECMO. No further problems with ECMO. Csz reference no. (B)(4).

Manufacturer narrative:
This complaint (B)(4) was initiated as a result of a user facility report received from FDA on 05/19/2011. According to an amended user facility report received on 06/16/2011, the user inquired as to whether manufacturer's instructions for use require plugging the ECMO-heater into a red outlet (a properly grounded hospital grade receptacle). As evident from the ufr received on 05/19/2011 and an amended ufr on 06/16/2011, the cincinnati sub-zero ECMO-heater model 333w worked as intended. The operation and technical manual has device specifications on page 11-12 (fig 1-7). The requirement for plugging the ECMO-heater into a properly grounded hospital grade receptacle is located on page 15, section 2-3.1(k). It is also evident that the biomed is already aware that the cincinnati sub-zero ECMO-heater model 333w plugs into a red outlet, and not into the uninterrupted power supply of the ECMO. Since the user has already identified the root cause of the complaint and the solution, and the csz ECMO-heater worked as intended, csz is not taking any further action. Csz will however, inform the user to follow the operation and technical manual which instructs the user to plug the ECMO-heater into a properly grounded hospital grade receptacle.